Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a first infusion of versed was programed at a rate of 5ml/hour. The bag was found to be empty unexpectedly soon, after 40 minutes. There was patient involvement but no harm.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit : a1402 - excess flow or over-infusion (1311), c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported that a first infusion of versed was programed at a rate of 5ml/hour. The bag was found to be empty unexpectedly soon, after 40 minutes. The customer requested a log review of the timeframe on that day from 1:00 pm to 2:40 pm there was patient involvement but no harm.